Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (30 mg at 15.1489 mg/day), clonidine (400 mcg at 201.9853 mcg/day), and unknown baclofen (200 mcg at 100.99265 mcg/day) via an implantable pump for unknown indications for use. It was reported that during an unrelated procedure pressure was applies to the catheter, fracturing the catheter. The catheter was explanted and replaced.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type: catheter; product ID: 8781, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2024, product type: catheter; product ID: 8781, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-jan-2018, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(6), ubd: 09-sep-2015, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(6), ubd: 28-nov-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:the 8781 catheter was returned and visual inspection identified a break in the catheter. Continuation of d10: product ID 8781. Serial# (B)(6) implanted: (B)(6) 2016. Explanted: (B)(6) 2024. Product type catheter product ID 8781. Serial# (B)(6). Implanted: (B)(6) 2013. Explanted: (B)(6) 2024. Product type catheter product ID 8781 serial# (B)(6). Implanted: (B)(6) 2013. Explanted: (B)(6) 2024. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.